Event description:
It was reported that a patient is experiencing "long term pain" and imaging identified that a rod has migrated from its original location in the screwhead of a mesa screw. The securing mechanism of the mesa screw is designed to retain the rod and keep it in place. The reported event is attributable to the screw as the rod cannot migrate when properly secured in a accurately locked screwhead. Revision surgery has not been performed and is not scheduled.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. However, a consultant hcp reviewed the provided x rays and gave the following feedback: "I am not sure that I see any motion between the two xrays you provide for the netherlands case, other than difference in x-ray technique. Not sure I see rod slippage there. I kind of doubt that would be a source of pain, unless it is associated with a pseudoarthrosis, which could produce pain with or without rod slippage. So not sure I see anything with the netherlands case." Device and complaint history records could not be reviewed as a valid lot number was not provided and could not be obtained. It was reported that the surgery occurred in (B)(6) 2021. There was no patient fall and patient activity level was unknown. Fusion was not achieved. The screws were inserted using the mesa screw inserter inner shaft. There was reported adequate rod overhang and no difficulty final locking. Based on the x ray review, the reported event cannot be confirmed as the x rays do not show post operative rod movement. There is no indication that the stryker implants caused or contributed to the patient's pain.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that a patient is experiencing "long term pain" and imaging identified that a rod has migrated from its original location in the screwhead of a mesa screw. The securing mechanism of the mesa screw is designed to retain the rod and keep it in place. The reported event is attributable to the screw as the rod cannot migrate when properly secured in a accurately locked screwhead. Revision surgery has not been performed and is not scheduled.